Event description:
I had breast implants (B)(6) 2004 from that point on I have been suffering from multiple debilitating health conditions such; respiratory, cognitive, pain all over, lethargy, exhaustion and many more. My breast implants are from mentor 500cc hp silicone gel.